Event description:
Pt one week post op for sternal closure procedure was returned to operating room for reoperation/reconstruction due to sternal instability. Surgeon indicated that the pt was too active while under sedation and the excessive movement caused the bottom most zipfix closure to pop open and rip through the sternum. Surgeon removed 1 of 5 zipfix closures and revised the pt to a central tib plate and screw fixation.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information received from received questionnaire. The manufacturing documents were reviewed and no complaint related issues were found.